Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer biomed who stated that they replaced the audio card; however, the speaker connected to the usb port on the remote keyboard-video-mouse (kvm) remote solution equipment was still not producing any sound. The issue was resolved by accessing system configuration > control panel > audio and sound and changing the audio output to default to the windows audio driver instead of the usb port, where the physical speaker is connected. The biomed would like to understand why windows is now prioritizing sound through the windows audio driver instead of the usb port on the kvm receiver, as it was originally configured by the technical consultant during installation. The rse confirmed that several attempts to follow up with the customer have been made to conduct further investigation but has been unable to reach the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the alarm volume is malfunctioning and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.